Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks. A merlin on demand transmission was initiated. The patient was experiencing several episodes of non-sustained and ventricular tachycardia episodes and that antitachycardia pacing and high voltage therapy was appropriate, but did not convert the patient's rhythm. No medical intervention was performed at that time. The patient returned for follow-up in clinic for device programming. After reprogramming, the device resumed normal function. The patient's condition post event was stable.